Manufacturer narrative:
The device was returned due to patient infection. Analysis of the device found normal interrogation results and an acceptable visual screen. The device image was downloaded successfully. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No anomalies were found.

Event description:
It was reported that the patient had an infection from their implantable cardioverter defibrillator (ICD), right ventricular (rv), and right atrial (ra) lead. During procedure to remove the system, the patient became hypotensive and a transesophageal echocardiogram discovered they had pericardial effusion. Drainage was performed to resolve the effusion. The patient had to be resuscitated with blood. The ICD, rv, and ra leads were all explanted. The patient was stable post procedure.